Manufacturer narrative:
H.6. Investigation summary: DHR: although the review of the dhrs are required per ms-qs-083, a review could not be performed as the lot number and item number were not provided. Visual evaluation of the submitted photo: the photo displayed a nexiva 20ga catheter adapter/extension set straighten out between two hands. There are bodily fluids in the extension tubing. The pinch clamp was engaged, and the extension tubing was split. Conclusion: indeterminate: the defect catheter broke/separation after placement was not confirmed. The defect was confirmed for slit in the extension tubing, defect would be tubing defective/damaged. The extension tubing may be damaged and/or ballooned if the catheter becomes occluded, occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon and /or burst. Potential contributors to failure (for used extension tube): had a kinked /or occluded catheter tubing during usage, this could increase the pressure within the extension tubing and cause it to balloon, split and/or burst. Infusion not performed correctly or at a psi or flow rate above the recommendations per nexiva instructions for use.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter system "split open for a length of about 2 inches" during the power injection of a CT scan.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter system "split open for a length of about 2 inches" during the power injection of a CT scan.